Event description:
The customer reported that when the magnet pull cord is disconnected from the alarm there is no sound. The customer replaced the batteries with new ones and the results remained the same. The battery door is not missing or damaged, no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. Note: this submission is based solely on the user facility statement. (B)(4).